Event description:
The customer complained of a suspected positive biological indicator. It is unk if the load was recalled. Attempts have been made to gather add'l info, but no info has been forthcoming.